Event description:
We have received information about a potential incident and would like to inform you about it. It was reported that the luisa device displayed a low pressure alarm during therapy. It was also reported that the circuit test was not passed even when the circuit was changed. The patient was taken to the hospital because the therapy could no longer be carried out, as the device was continuously sounding the alarm.

Manufacturer narrative:
The investigation is completed and there will be no follow-up report. Country of incident: panama.